Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, around 830am, the patient¿s cgm was reading low mg/dl. The patient was also experiencing nausea, a headache, stomachache, lethargy, and clamminess. The patient self-treated with 6 ounces of orange juice and approximately 7-14 jellybeans. Despite treatment, the patient¿s symptoms did not improve. The patient tested her bg meter reading which was high mg/dl. Her ketones were also tested and were moderate. The patient was also wearing a tandem mobi insulin pump, which the patient reported was not delivering insulin due to her falsely low cgm values. The patient did not provide herself with any medication prior to going to the emergency room for evaluation. At the ER, the patient¿s bg meter reading was in the 500 mg/dl range. The patient was assessed as ¿pre-dka¿. She was treated with IV fluids and IV insulin. The patient was discharged from the ER around 5pm with a bg meter reading around 100 mg/dl and her symptoms having resolved (less than 24 hours). The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.